Event description:
The surgeon was using endopouch-pro to retrieve gall bladder from abdominal cavity. After inserting the instrument and deploying pouch, the surgeon pulled ring handle back to cinch bag. The plastic ring which forms back of the pouch popped out of the pouch and fell into abdominal cavity. Plastic ring was retrieved and the gall bladder was removed. No patient consequences reported.